Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, the atrial lead exhibited loss of sensing and pacing. A chest x-ray confirmed that the atrial lead was dislodged. The lead was repositioned on (B)(6) 2013. Lead dislodgement was noted again. The lead was explanted and replaced on (B)(6) 2013.